Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank immediately after insulin pump exposure to moisture. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer was having issues with the insulin pump delivery. Customer states they changed the battery and insulin pump was not turning on. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display during testing.